Manufacturer narrative:
The reported inability to place ipg in MRI mode was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. This would have caused the high impedance observed in the field and would have prevent the ipg from being placed in MRI mode. There was also a cam impression from the swift-lock anchor. The fracture is consistent with overstress the lead was subjected near the distal end of the anchor while in vivo.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section d8- was this device serviced by a third party?-"no" should have been selected in the previous report. Correction: section d10- concomitant medical products and therapy dates-"scs ipg (B)(6) 2020" should have been added in the previous report instead of "percutaneous lead (B)(6)2021" during processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-04917. It was reported that the patient was unable to set the ipg to MRI mode. A fluoroscopic imaging showed a suspected fracture on leads. Intervention is pending to address the issue.